Event description:
It was reported the pt has not received effective pain relief since he was implanted. An sjm representative is pending follow up with the pt.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.